Event description:
It has been reported to philips that the allura system was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The customer turned on the system in the morning, but it did not start up. The philips field service engineer (fse) inspected the system onsite and identified that the sstem did not switch on when starting up from the review module. Cabeling in the m-cabinet was checked and it was suspected that the mpdu control board failed. The mpdu is the main power distribution unit which controls and supplies power to the m-cabinet. The philips fse replaced the mpdu controller and handed over the system to the customer in good working order. The codes were updated based on the investigation outcome.